Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 7-10 x 30 mm acculink stent in the moderately calcified right internal carotid artery. Post procedure, the patient experienced an episode of hypotension and bradycardia. Medication was administered in treatment of the hypotension and the bradycardia. The hypotension resolved on (B)(6) 2013; however, the bradycardia continues. No additional information was provided.